Manufacturer narrative:
Aware date should have been (B)(6) 2016 rather than (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net with episodes of ventricular noise. The device was explanted and replaced.